Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Breakage of femoral head approximately 10 years post operative. Primary surgery (B)(6) 2009. Approximately one year ago the patient consulted hospital due to pain. X-ray did not reveal breakage. Patient underwent 3d CT, which revealed breakage of the femoral head component. Patient has been informed of breakage; no revision surgery date has been confirmed. Expected to have revision completed in (B)(6) 2016. Involved components include: nj015t (batch: 51533743); nh062t (batch: 51243059); nh105 (batch: 51439018); na778t (batch: 51496076).